Event description:
It was reported that the patient's system was experiencing ineffective stimulation with drg therapy. Surgical intervention was undertaken, and the system was explanted and replaced with a scs system. The investigation did not determine which lead contributed to this issue.

Manufacturer narrative:
B3: event date is estimated. The allegation is against 1 of 3 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: kit implantable slim tip lead, 50cm, model: mn20450-50a, UDI: (B)(4) , serial: , batch: common device name: kit implantable slim tip lead, 50cm, model: mn20450-50a, UDI: (B)(4) , serial: , batch:

Manufacturer narrative:
The event of system replacement was reported to abbott. The patient's system was experiencing ineffective stimulation with drg therapy. Surgical intervention was undertaken, and the system was explanted and replaced with a scs system. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.